Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer was attempting to correct a blood glucose (bg) level of 300 mg/dl. Reportedly, the customer inadvertently input 300 into the carbs field instead of the bg field. The customer followed the prompts to confirm and initiated a bolus of 30 units. Customer consumed carbohydrates to control blood glucose level. The lowest reported bg level during the incident was 108 mg/dl.